Manufacturer narrative:
While troubleshooting cuvette ring misposition and cuvettes not sealing properly on the dimension exl 200 instrument with a siemens customer call center, a technician was exposed to film waste fluid from dimension exl 200 instrument. The technician was not wearing eye protection at the time of the incident. A siemens customer service engineer (cse) was dispatched to the customer's site and found that few cuvettes were not sealed. The cse cleaned capstan drive area, verified 300 cuvettes sealing in diagnostics, which passed, and checked air pressures, which was within range. Siemens further evaluated the event and determined that customer did not follow the instructions in the dimension® exl with lm / dimension® exl 200 integrated chemistry system operator's guide, which indicates: "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures. The customer did not wear proper personal protective equipment (ppe) (face-shield) at the time of exposure to film waste fluid. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a technician was exposed to film waste fluid from a dimension exl 200 instrument, while adjusting air pressures to address cuvette ring misposition and cuvettes not sealing properly. The technician immediately flushed his eyes with eye wash. After his shift ended, the technician proceeded to emergency care for exposure work up. The workup was composed of an exposure panel, consisting of hepatitis c virus, alanine transaminase, and potentially a complete blood count. There are no known reports of adverse health consequences due to this event.